Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 (variable 3) was present in the device trace download due to broken trace at on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio beep test failed. The customer¿s blood glucose level was unknown. Customer reported that they did hear beeps when audio volume settings were saved but they did not hear the differences between the two audio beep volumes 1 and 5. Customer was advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The device will be returned for analysis.